Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the initial evaluation a service required alarm condition indicating an internal battery failure was observed in the device's downloaded event log. The device's internal battery was replaced to address the issue. There are components needing to be replaced due to preventive maintenance and contamination. The final evaluation has not yet been completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of a service required alarm indicating the internal battery failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.